Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: compounding facility (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle contamination was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H10: one actual sample, partially filled with solution, and two (2) photographs were received for evaluation. A visual inspection with the naked eye and with magnification was performed, which did not identify particulate matter (pm) in the fluid pathway of the device. The fill port cap was removed with no issue noted in the connector or cap areas. A visual inspection of the photographs revealed colorless to white polymeric appearing particles in the fluid pathway of the container. The reported condition was not verified during inspection of the actual sample, however, was verified during inspection of the photographs. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.